Event description:
It was reported, during a double valve replacement in a female pt with infective endocarditis, the aortic annulus was measured and mapped and the 17 mm regent valve was seated without any problems. However, when securing the valve with ethibond sutures, the surgeon discovered half of one of the valve's leaflets had broken into three pieces without any valve manipulative maneuvers. It was also reported, no undue force was applied to the valve at any time. The valve was removed and replaced with a 19 mm sjm masters series and an aortoplasty was performed without complications. Prolonged bypass and cross clamp time was also reported.